Event description:
Customer reported that the cupola bracket broke while a biomed was performing a preventive maintenance. No injuries were reported. The cupola was retained by its supply cables. (B)(4).

Manufacturer narrative:
A maquet field service technician visited the hospital, and evaluated the device. The failure is located at the joint between the two brackets of the light head, where handling efforts are important. The root cause can not be determined at this time. Further evaluation is on-going. Maquet inc submits this report on behalf of the device manufacturing facility. Maquet s.a provides product failure investigation, analysis and resolution for the device described in this report.